Manufacturer narrative:
G4: 31mar2020. B4: 31mar2020. The customer reported that the unit was in use on a patient at the time of the reported event; however, there was no patient harm. Due to the limited information that was provided, provision of medical intervention to prevent/preclude harm could not be confirmed, and therefore, has not been ruled out. This event has been assessed via clinical risk review with the assumption that medical intervention was required, and therefore, shall be reported as serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10mar2020 b4: (B)(6)2020. The patient's information could not be obtained. The customer accepted the quote for the touchscreen. Multiple attempts were made in order to confirm if the touchscreen replacement was completed, however, no additional repair information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13jan2020.

Event description:
The customer reported that the touch screen was not working and could not be calibrated. The manufacturer's field service engineer (fse) performed remote troubleshooting. The fse requested a quote for a replacement touch screen. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.